Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an ongoing low blood glucose (bg) ranging from 40-57 mg/dl. Suspected cause was due to the carbohydrate ratio setting. Customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a health care professional.